Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that the customer¿s blood glucose has been up and down and that they need help setting up the pump. The customer has the cord in his body but it is not attached to the pump and the reservoir is full. The caller said that it just needs to be activated. The customer¿s blood glucose was out of range. It went from 480 mg/dl to 524 mg/dl before they were able to get it under control. His blood glucose went down to 317 mg/dl and they declined troubleshooting for high blood glucose. He treated with a manual injection. The caller stated that when the customer woke up, he had a high blood glucose and he changed the set. Today, he was high and she gave him an injection. The caller was advised to make sure the customer was disconnected from the pump and then was assisted with rewinding and loading the pump. The pump had a fill cannula set to 3.4 and the caller was advised to change it to 0.3 for 6mm. The insulin pump will not be returning for analysis.